Event description:
It was reported during lead revision procedure the device set screw came out of the device. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the set screw coming out of the device was confirmed in the laboratory. Visual inspection found that the set screw was stripped. It is believed that the set screw was completely backed out and came out of the septum with the torque driver in the field.